Manufacturer narrative:
The returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads were broken off in the xr2 clamp base. The device history record for item (B)(4) in this complaint was reviewed. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. There were two causes that contributed to the failure: the pitch diameter of the female threads in radiolucent skull clamp (a2114 serial number (B)(4)) were found to be undersize and would not accept the go gage. Root cause is not known, however original device was manufactured and conformed to requirements and the skull clamp is made from plastic. To identify this issue early and prevent from reoccurring, the 1101 inspection instructions have been revised (B)(6) 2018 to add a check the thread minor diameter of female threads by service depot as part of routine preventative maintenance. User applied torque to knob in-excess-of material strength of screw thread is the primary root cause of knob breakage. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra product development is testing alternate radiolucent materials for knob to increase durability.

Event description:
A sales representative reported on behalf of the customer that on an unspecified date, the (B)(4) standard knob assembly of the a2079 mayfield infinity xr2 base unit was breaking. Additional information received on 24may2018 stating that the bolt spontaneously broke in half. There was a 15 to 30 minute surgery delay due to the product problem. There was no apparent injury to the patient.